Event description:
An intermate lv 250 device was received by baxter on (B)(6) 2010 with a ruptured reservoir. According to the customer, it is unknown when this event occurred and it is unknown if there was patient involvement. The customer did not report any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: host tissue overgrowth is moderate at leaflet 3 tissue inflow. It encroached onto the leaflet and into the orifice by approximately 5mm. Host tissue overgrowth is minimal at the remaining tissue inflow, as it encroached by approximately 2mm. Host tissue is minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates minimal calcification. Yet the calcification detected in the x-ray is not onto the tissue of leaflet 3, but rather onto the host tissue overgrowth. As received the valve exhibits a gap at the coaptation region. No other inconsistencies detected. The valve was sent to research and development for functional testing. Research and development completed the functional testing and concluded with the following: "this valve was explanted after a 4 month implantation duration due to reported "intravalvular leak". A small leakage, which appears to be partially through the center of the valve, was detected using standardized in vitro tests. The in vivo observation that "the valve's leaflets not coapting" cannot be confirmed by the in vitro tests. Considering the poor condition of the valve as received, it is possible that there may be some discrepancies between the results obtained from in vitro tests versus that observed in vivo. However, because the echocardiography is not available, the behavior of the valve and the nature of the leakage observed in vivo cannot be confirmed at this time. Nevertheless, the in vitro tests demonstrated that the trf is two times less than the maximum allowance per iso(B) (4) for this size valve."

Event description:
Reportedly, the device was explanted after an implant duration of 4 months, due to an "intravalvular leak". A central leak and a paravalvular leak were noted in the echo. Upon explant of the device, it was noted that two of the leaflets were not coapting. The device is being returned for evaluation. The customer letter is to be addressed to dr. (B) (6) (att: cardiothoracic department). Information was learned through (B) (4) sales rep via telephone. An operative report will not be sent for review as a patient consent is required.

Manufacturer narrative:
(B) (4) = paravalvular leak. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales rep. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation. Device evaluation anticipated, but not yet begun.